Manufacturer narrative:
(B)(4). The insulin pump passed displacement test, sleep current test, active current test and selftest. Low battery alert less than 1 week not confirmed. Unexpected battery power loss not confirmed.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump had a power error detected alarm. The customer¿s blood glucose was unknown. The insulin pump will be returned for analysis.